Manufacturer narrative:
(B)(6). The phacoemulsification machine was examined and tested at the customer location by an amo field service specialist (fss). In addition, a phaco specialist visited the site location. Both amo representatives provided surgery support. The surgeon acknowledged using aggressive settings in phaco and aspiration mode. The amo reps verified the surgeon was using high settings and were out of normal standards of cataract procedures. The parameters were adjusted. After the adjustment of the parameters, the surgeon reported cataract surgeries were satisfactory and the surgeon was much more comfortable with the equipment the fss performed a field service checklist. The system was verified for all modes of operations and calibrations. The system met amo specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported two patients experiencing corneal edemas after cataract procedure using a phacoemulsification unit and there was a possibility of corneal transplants required. Through follow up, the surgeon had indicated the patients are having improvements and getting better monitored by surgeon and no surgical intervention required. Although several attempts were made for additional information, no further information was provided. This report is for patient 2 of 2.